Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient's post-operative complication. The green stapler 30 reloads involved with the reported event were discarded by the site and are not available for evaluation. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs reveal that only one curved-tip stapler 30 instrument was used. The instrument fired two white stapler 30 reloads and two green stapler 30 reloads. Two partial fires occurred with the green stapler 30 reloads. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted pulmonary lobectomy procedure, the patient developed a bronchopulmonary fistula which required medical intervention. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a green stapler 30 reload was fired on bronchus tissue using a curved-tip stapler 30 instrument. After the reload was fired, it was alleged that the reload blade became exposed and ¿did not fully complete the stapling.¿ another green stapler 30 reload was used; however, the same outcome reportedly occurred. According to the initial reporter of this complaint, a third party traditional laparoscopic stapler instrument was used to complete the surgical procedure. On an unspecified date post-operatively, the patient returned with a bronchopulmonary fistula. The patient underwent two additional procedures to investigate and resolve the post-operative complication. In one instance while performing a thoracotomy procedure, the staples from the green stapler 30 reload(s) were retrieved. The green stapler 30 reloads involved with the alleged stapling issues were reportedly discarded by the site and are not available for return to intuitive surgical, inc. (Isi) for evaluation. On 11/01/2018, isi contacted the initial reporter of this complaint and obtained the following additional information regarding the reported event: before the customer reported event occurred, the surgeon was able to successfully fire the curved-tip stapler 30 instrument. The surgeon did not encounter any clamping issues with the instrument prior to firing the green stapler 30 reloads. The surgeon did not encounter any obstructions such as clips, staples, or other hard material before the stapler reloads were fired. The target tissue was the bronchus. According to the initial reporter, both green stapler 30 reloads ¿were unsuccessful¿ and the ¿blade only barely came out.¿ after the event occurred, a leak test was performed which is ¿normal¿ for the type of procedure. As a result of the alleged stapling issue, the surgical procedure was delayed by approximately 20 minutes during which additional anesthesia was administered to the patient. On (B)(6) 2018, the following medical intervention was performed: ¿flexible and rigid bronchoscopy, alveolar lavage, chest drain insertion, and dye leak test.¿ on (B)(6) 2018, the patient underwent the following: ¿flexible bronchoscopy, right rats review, proceed to thoracotomy for closure of bronchopulmonary fistula.¿ the site believes that the cause of the post-operative complication was due to ¿incomplete stapling.¿